Manufacturer narrative:
The evaluation noted there was an unspecified foreign material exiting from the channel. Additionally, the evaluation confirmed the customer's issue of the image does not appear which is due to damage to the imaging unit. Also, there is an insulation malfunction on the insertion section the adhesive is peeling off at the distal end. The angulation wires are stretched causing the control knobs to feel loose. The objective lens at the distal end is chipped. The remote switch buttons at the control body are damaged. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus ((B)(4)) was informed that a customer colono-videoscope required service due to a report of the "equipment ran out of image" during an unspecified event. The device was returned service; upon inspection and testing the scope was found to have internal defects from the instrument channel as foreign material was noted to have exited the channel. No patient injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of foreign material exiting from the air/water nozzle was likely from insufficient reprocessing of the auxiliary water channel at the user facility. The specific root cause of how the foreign material entered the device could not be determined at this time. The following information is stated in the instructions for use regarding reprocessing of the device which may have prevented the event: ¿1.4 precautions: all channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube (maj-855), must be reprocessed after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient reprocessing of these components may pose an infection control risk to patients and/or operators.¿ olympus will continue to monitor field performance for this device.